Event description:
It was reported patient was receiving fluorouracil 500ml IV using an IV infusion pump with a set rate of 22ml/hr to run over 24 hours. The infusion started on (B)(6) 2019 at 2100. The next day at approximately 0830, the IV pump alarmed "occlusion". It was noted that while ambulating, the patient was stepping on the IV tubing. The IV pump was restarted, and again the pump alarmed "occlusion" and the restart button was pressed. Approximately 1 hour later, the pump module indicated "infusion complete" and the IV bag was empty. The medication was infused over approximately 12 hours instead of 24 hours. There was no patient harm.

Manufacturer narrative:
The failure investigation determined that the suspect device is s/n (B)(4). Please reference 2016493-2019-01160 for MDR reporting.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race: white. Admitting diagnosis: colorectal cancer.

Event description:
It was reported patient was receiving fluorouracil 500ml IV using an IV infusion pump with a set rate of 22ml/hr to run over 24 hours. The infusion started on (B)(6) 2019 at 2100. The next day at approximately 0830, the nurse came to patient's room and saw the IV pump alarming "occlusion". It was found that the patient was walking around and stepped on the IV tubing. The nurse addressed the issue and restarted the IV pump. The pump alarmed "occlusion" again and the nurse pressed the restart button. Approximately 1 hour later, the pump module indicated "infusion complete" and the IV bag was empty. The medication was infused over approximately 12 hours instead of 24 hours. There was no patient harm.